Manufacturer narrative:
Information was received from turkish ministry of health. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a user facility and consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. Communication with the patient's ins could not be established. The ins was checked with both clinician programmer and recharger. It was reported the ins was shut down a year ago, and had not been charged for a year. No actions were reported and the event was unresolved at the time of this report. It was unknown if intervention occurred, and the ins remained implanted but out of service. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Additional information noted that mdt was first aware of information submitted in the initial report and this supplemental report on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. There was a battery charging problem: charging took too long and the ins ran out very fast. The patient was allegedly informed the condition was normal. It was reported the patient had shut down the ins a year prior to this report due to a lack of therapy and deterioration of the patient's condition after implant and programming. The ins was described as fully non-rechargeable, and the device could not connect with the battery. The charging function indicator displayed on the screen that the battery could not be charged. Overdischarge state was confirmed. It was not known if surgical intervention was planned. It was noted that "on grounds it could not be charged, the battery was depleted completely and caused the patient to suffer." The patient's pre-operative symptoms continue at the time of this report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.